Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient was found unresponsive by her sister. Despite repeated attempts to wake the patient up, she did not respond. Therefore, ems was called. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl. The patient¿s cgm was not checked at this time. The patient was also wearing an omnipod insulin pump. After regaining partial consciousness, ems treated the patient with an oral glucose liquid and her bg level raised to 180 mg/dl. It could not be recalled what ems provided to the patient as treatment prior to this while the patient was still unconscious. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.